Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. However, the software evaluation found that a probable cause was unable to be determined.logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. Archives showed trace pattern was taken off the patient scan skin surface. Edited the trace pattern json file to remove the red and marginal trace points. Reapplied the new trace pattern to the patient scan and did see improvement in registration accuracy and larger zone of accuracy. Difficulty registering likely caused by getting too many trace patterns off the patient scan skin surface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-jan-2 additional information reviewed: the scan cut a portion of the patient's forehead out. There were trace points collecting underneath the skin near the temple area, therefore ts would recommend bringing points back more behind the ear and avoiding potential loose skin, as well as using a lighter touch. The lips and nose are both in line with each other, which may have caused issues knowing which was most anterior. Would recommend potentially cropping out the lips.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: (B)(4). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had issues with registration on (B)(6) 2019. There was a delay of less than 1 hour. No patient impact was correlated (B)(6) 2019. Initial reporter (rep) new information received: surgeon's name was provided the cause of the issue was unknown, the site was ultimately able to achieve registration.